Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Evaluation of returned device found evidence that instrument fractured due to excessive force. There are warnings in the package insert that state that this type of event can occur: under warnings, it states: the bipass suture passer and pusher were designed for use with maxbraid suture. Use of bipass instruments with suture from other manufacturers may compromise the integrity of the instrument and/or suture. Do not over-stuff the jaw with tissue. Use laser etch line reference (16 mm). Do not go beyond that point. Do not apply excessive force to the pusher actuator.

Event description:
It was reported patient underwent a shoulder arthroplasty on (B)(6) 2013. During the procedure, the trap door fractured while catching the suture from the ti screw. As a result, the fractured door was removed from the patient.